Event description:
In'l ((B)(6)) complaint received reporting leakage incident with use of one 011-h2542 41 cm approx 2.5 ml y-clave connection set. The moh report/follow up info describes the incident as follows "the device was used for the drug preparation. The device arrived inserted in the bottle, ready for the use with the pt (for infusion). During the connection of the device to the infusion set connected to pt port, a leakage was noted, with the clamp red closed some drops went in contact with the operator but probably only saline". There were no reported serious injuries and or adverse outcomes. The affected clinicians were treated per established hospital exposure protocols. The involved device set-up was removed, replaced and reportedly discarded.

Manufacturer narrative:
Findings: the involved device(s) were not returned for analysis and confirmation. The known event/product issue info did not identify any visual 011-h2542 device component defects, breakages or location of the leakage. The exact cause(s) of the event/product issue are unk. This report and the associated investigation findings have been entered in the complaint database for continuous monitoring and trending.